Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procode: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the sales rep notified that the distal screws missed the nail through j-aiming arm radiolucent, while using the insertion handle radiolucent arm. There is also an issue with the connecting screws. It was unknown whether there was any patient involvement. No further information is available. This report is for an insertion handle/ radiolucent long. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot number added; expiration date added. D9: device returned. H4: manufacture date added. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.043.024. Lot: 744p336. Manufacturing site: haegendorf. Release to warehouse date: june 09, 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the insertion handle/ radiolucent long. According to event description, it was reported that "the distal screws mixed the nail through j-aiming arm radiolucent...", the reference of mixing the nail is not clear enough, however, it appears that the aiming arm system was used for distal screws placement, and according to the tibial nail advances - suprapatellar approach surgical technique guide, these devices are intended to be used only for the proximal locking section of the nail (proximal oblique 1, proximal oblique 2, proximal ap, dynamic, proximal static 2, proximal static 1), while the distal locking screws are aligned and implanted via image intensifying control and freehand technique or the alternative radiolucent drive 511.300: section 1.alt.a of distal locking: alternatively, a radiolucent drive may be used for distal locking, following the same basic steps. The radiolucent drive enables the use of the image intensifier to ensure proper alignment of the drill with the locking hole in the nail. The radiolucent drive requires a separate set of drill bits. This means that the returned aiming arm and insertion handle were not used as intended and and in compliance with the instructions for use and surgical technique guide. A dimensional inspection was performed for the insertion handle/ radiolucent long and met specifications. An interaction test for all of the aiming assembly devices was unable to be performed since only two devices were returned. However, a functional test was performed with what was returned, the insertion handle was assembled and locked to the aiming arm, there were no signs of misalignment or deformation as the nail end hole lines up accordingly. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the insertion handle/ radiolucent long was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: insertion handle radiolucent, medium and long. Dimensional inspection: feature: diameter of the nail end hole. Measured dimension: conforming, a 3.38 mm gage pin was able to pass freely. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.